Event description:
The customer contacted technical services for assistance with system error (se) 2240, which occurred on the homechoice during use, during dwell. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting and clearing the error. The hp then revealed that they had forgotten to connect the patient line extension before they primed the set. The tsr informed the hp to start over with new supplies. During follow-up the home patient (hp) was asked about the reported problem. The hp stated that everything has been going well, and they have not had any other occurrences of this alarm since then. Therapy overall has been going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient extension line was connected after priming was complete. The hp stated they forgot to hook the patient line extension before priming. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.